Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor kept inaccurately indicating that his sensor glucose was low. Customer's sensor glucose was 30 to 40 mg/dl, and blood glucose level was over 400 mg/dl. During troubleshooting, customer mentioned his blood glucose level was over 400 mg/dl. Customer will not be returning the device for analysis.